Manufacturer narrative:
(B)(4). A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends.

Event description:
Patient bleeding after post operation. Three packs of blood transfusion to this patient. Patient involved w/o injury. Medical intervention required.